Manufacturer narrative:
The initial MDR 2432235-2016-00757 was filed on december 8, 2016. Additional information (01/10/2017): a siemens technical support laboratory performed in-house testing and confirmed the customer's observations concerning out of range quality controls for level 1 and 2 on lot 059 with reagent kit lot 241. Siemens is investigating the issue.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse performed the system check and did not find any instrument malfunction. The customer adjusted their quality control ranges and calibration verification material, which were acceptable. The customer validated the assay performance. The cause of the quality controls being out of range is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer reported that their quality controls were out of range when running turbo intact parathyroid hormone (turbo ipth) assay on an immulite 1000 instrument, when using reagent lot 241 and quality control kit lot 059. The intra operative surgeries for seven patients were delayed as the sample testing could not be performed due to quality controls being out of range. There are no known reports of adverse health consequences due to rescheduling of the surgeries.

Manufacturer narrative:
The initial MDR 2432235-2016-00757 was filed on december 8, 2016. The first supplemental MDR 2432235-2016-00757_s1 was filed on january 26, 2017. Additional information (08/18/2017): customer notifications imc17-22.a.us and imc17-22.a.ous were sent out in august 2017 to all us and ous customers who received the affected in-date lots of immultie intact pth control module lots 059 and 060/060l and are users of the immulite turbo intact pth assay, to notify them of a possible failure to meet the published ranges in the IFU. The customers were informed that the kit can be used if quality control is within published ranges. If quality control is outside of published range the customer may ask for replacement control module kits. Ultimately, based on the investigation results, this issue was determined to be a negligible health risk. Corrected information (08/18/2017): updated with the correct product information. MDR 2432235-2017-00507 was filed for the same event.